Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump priming process was slower and it caused to lose insulin. Customer also reported that there were scratches on screen and it was making hard to read in low light. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.